Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( incomplete prime steps occurred).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 535mg/dl with nausea, atypical thirst, abdominal pain, and vomiting. The patient was in the hospital diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids and insulin via injection. Customer support (cs) completed troubleshooting and it was determined that incomplete prime steps occurred. This report is being attributed to use error (incomplete prime steps).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. There were multiple "pump not primed" warnings observed in the black box with both low and zero force readings. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.